Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that when she woke up her insulin pump kept alarming no delivery. The patient's blood glucose at the time of incident was 534 mg/dl. The patient experienced dry mouth as a result of the hyperglycemia. She treated via insulin syringes and insulin pen injection. The customer mentioned that there was an air bubble in her infusion set tubing. Further troubleshooting was declined for the high blood glucose and no delivery alarm. The insulin pump was not returned for analysis.